Manufacturer narrative:
The patient's meter was requested for an investigation. A replacement meter was sent to the patient. The investigation is ongoing. Occupation is patient/consumer.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. It was reported that the code appeared normal on the meter screen. Reportedly, there is an "e" in the center of the screen for the result. It was reported there were no signs of corrosion, the batteries have been changed, and more than one vial of test strips have been used. The test strip lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.